Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2014. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Multiple requests for further information have been made. Allergan has received no response from the authors. Necrosis, obstruction, band slippage, nausea and vomiting are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events.

Event description:
Reported events of band slippage, necrosis, "digestive obstruction", nausea and vomiting, and death of a (B)(6) fetus within one pt from journal article "pregnancy as a risk factor for undertreatment after bariatric surgery", bmj case reports, (2014) vol. 2014. Electronic publication date: 09 jan 2014.